Manufacturer narrative:
Manufacturers investigation, including manufacturing records review, found no failures or nonconformances and no trends were identified. No assignable root cause for the incident could be established. A causal relationship between the coopervision device and the incident has not been confirmed.

Event description:
This incident was reported to the manufacturer by the user and limited information has been made available. The patient reported intermittent difficulty using the device over the past six months, noting that some contact lenses appeared dirty, engraved, or otherwise defective. The patient experienced eye pain, reduced visual acuity, and unspecified eye infections during use. Good faith efforts have been made to obtain additional information without success. As of the date of this report, no additional information is known. This event is reported in an abundance of caution due to the allegation of ocular infections of unknown type, severity, treatment or resolution, and the possibility for serious or permanent impairment, or the necessity of medical interventions or medication to prevent or preclude such occurrence, with some ocular and/or corneal infections events. A follow up report will be filed if further information becomes available.